Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one probe partially broke the cuff joints during testing, without being installed. Afterwards, I received two more copies, which also broke during manual verification.

Manufacturer narrative:
The initial reporter's phone number: (B)(4) the reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: 1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 4. Insertion of device a. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 50 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four step process: 1) as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. (Figure 4c) 3) generously coat the patient¿s anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one probe partially broke the cuff joints during testing, without being installed. Afterwards, I received two more copies, which also broke during manual verification. Additional information received on 27jan2026 is there any patient impact, if yes, please explain in details? A: yes. With the rupture of the cuff access routes and washing, therapy needs to be terminated early, or, in an attempt to adapt the broken device, there is premature cuff leaking. Could you please confirm the quantity affected? A: a total of four probes in use on the patient. One probe partially broke the cuff joints during testing, without being installed. Afterwards, I received two more copies, which also broke during manual verification. Was anvisa notified? If yes, what was the notification number? A: no additional information received on 23feb2026 initially, with 4 bd rectal probes, all installed in patients and we had the same problem in the 4 probes we installed,disclosure and leaving of the washing connectors (all 4 probes detached the white connector, one of them also detached the purple pathway and two of them detached the cuff). Of these 4 events, all had an impact on the patient, because the therapy did not take place with 100 percent safety, considering that we had to hold the connectors to wash, the cuff emptied on the bed and so on. The penultimate probe that was passed on had to be removed ahead of schedule because all three connectors broke. During the move, I received replacement batches. First, I received a batch that when I went to test it before installing it in the patient, it broke. Then I received two more, one of which also broke during the pre installation test (so I returned two) and a third that was clearly different in that the glue material is being used on the patient at the moment, without any problems. I don't have all the batches. The last one I used on patient and broke was (B)(6). Lot of one of the replacements I returned (B)(6) I'll send you pictures.